Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube customer reports that the tube is breaking during use. The following information was provided by the initial reporter. The customer stated: our haemophilia team have received these the 8ml bd glass pbmc tubes as part of a clinical trial and they are smashing in the centrifuge, despite being spun at 1650rcf.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 59 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage were identified as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube customer reports that the tube is breaking during use. The following information was provided by the initial reporter. The customer stated: our haemophilia team have received these the 8ml bd glass pbmc tubes as part of a clinical trial and they are smashing in the centrifuge, despite being spun at 1650rcf.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube customer reports that the tube is breaking during use. D.1. Medical device brand name: bd vacutainer® cpt¿ mononuclear cell preparation tube. D.1. Medical device catalog #362780. D.1. Medical device lot #2341889. D.1. Medical device expiration date : 2023-12-31.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml customer reports that the tube is breaking during use. The following information was provided by the initial reporter. The customer stated: our haemophilia team have received these the 8ml bd glass pbmc tubes as part of a clinical trial and they are smashing in the centrifuge, despite being spun at 1650rcf.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.